Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab on one pt. Results as follows: date: (B)(6) 2012; inratio: 3.8; lab: 2.0. Time between testing was five mins. Pt's therapeutic range is 2.0-3.0. Customer's operational technique: customer milks the pt's finger in the attempt to collect sufficient sample for the test.

Manufacturer narrative:
Investigation pending.